Event description:
It was reported that shortly after the iab was inserted, the pump alarmed. A decision was made to switch pumps. The second pump also alarmed. Due to the continued alarms, the iab was removed and replaced. There were no pt complications.